Event description:
The customer reported an issue with the pump's touchscreen not responding properly, where the pump would turn on and then immediately off again. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including resets and cleanings, but the problem persisted. Consequently, a replacement pump was provided, and the customer was instructed on using an alternate form of therapy temporarily. The customer was also informed about returning the defective pump and completing training for the new pump.